Manufacturer narrative:
The returned device was evaluated. Visual evaluation revealed a cracked footrest and back cover of the device. Two cover screws were also found missing. During evaluation the unit was able to power on using ac power only. One led segment does not illuminate on the upper rightmost led digit due to a failed user interface board d16 led segment. The battery was found to not charge and was fully depleted.

Event description:
It was reported that one of the 7 segment display leds is not illuminating. No known impact or consequence to patient.